Event description:
It was reported that prior to using bd vacutainer® cpt¿ cell preparation tube with sodium citrate, white spots were seen in the separation gel of 34 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.